Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that an unspecified over infusion occurred. The customer reported no patient harm was reported. The event occurred in the cath lab. Although requested, additional information is not available per customer .